Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The guidewire returned with its original opened pouch. The guidewire was kinked approximately at 5 cm, 7 cm and 142 cm from the proximal end. The guidewire had the distal tip detached and it was not returned; the distal end of the device was bent. The returned section of wire measured approximately 328.7 cm from the proximal end. No more damages were encountered in the device. Some pictures with more details were captured to the damaged area found in the guidewire. Dimensional inspection of the outer diameter (od) of the middle and proximal section of the device was performed and were within specification. Dimensional inspection of the overall length and od of the distal tip could not be performed due to device condition.

Event description:
Reportable based on device analysis completed on 26mar2020 it was reported that the wire was bent and could not load burr over wire. The target lesion was located in the severely calcified proximal to distal left anterior descending artery. A rotawire extra support was selected for use. During the procedure, a bend at the distal part of the wire was noted thus the burr could not be loaded over the wire. The procedure was completed with another of the same device. No complications reported and patient was stable. However, device analysis revealed distal tip detachment.